Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Additional observation: the instrument had thermal damage on the yaw pulley. There was charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Correction: section d was updated to reflect full batch/lot number as k102402010250.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer had observed thermal damage on reported 8mm maryland bipolar forceps instrument but, could not confirm if there was an arcing event associated with it. Patient did not experience any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a frayed cable. The procedure was completing as planned with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.